Event description:
It was reported to abbott point of care that a patient at hospital in another country, died of a stroke. An I-stat troponin result of 0.10 mg/l was reported for this patient although it is not clear at this time if there was any relationship between the I-stat result and the adverse event.